Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR. Report#3006705815-2018-01676, reference MFR. Report#3006705815-2018-01677, reference MFR. Report#1627487-2018-06578, reference MFR. Report#1627487-2018-06579. It was reported during surgery prep (ref. MFR. Report#3006705815-2018-01616) small non-healing areas were discovered at both the mid-line and ipg incision sites. Reportedly, the physician discovered purulent discharge inside the pocket at the mid-line incisions. Cultures were obtained, however results are unavailable. Surgical intervention was undertaken the same day wherein the entire scs system was explanted due to infection. Follow-up identified the patient was hospitalized several days for postoperative pain control as well as antibiotic treatment. The issue is resolved.